Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 10 unspecified bd q-sytes had a loose connection. The following information was provided by the initial reporter: "in the hemodialysis room, several free q-syte joints applied for are often removed at the connecting pipe during use, and the back end of the screw is loose and will fall off."

Event description:
It was reported that 10 unspecified bd q-sytes had a loose connection. The following information was provided by the initial reporter: "in the hemodialysis room, several free q-syte joints applied for are often removed at the connecting pipe during use, and the back end of the screw is loose and will fall off"

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.